Manufacturer narrative:
(B)(4): used in a percutaneous valve replacement procedure (indication for use). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use states: the foxcross pta catheter is intended for dilatation of lesions in the femoral, renal, iliac, popliteal, peroneal, and profunda arteries and native synthetic arteriovenous dialysis fistula. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an aortic valve replacement procedure, during post dilatation of the valve, the fox cross balloon would not deflate while using the indeflator. A 3cc syringe was used, successfully deflating the balloon. The device was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.